Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded hydromorphone 20 mg for a total dose of 18.44353 mg/day and clonidine 80 mcg for a total dose of 73.77411 mcg/day via an implantable pump for non-malignant pain. It was reported the patient started to notice difficulty in connecting with their pump when they tried to give themselves a bolus. It was noted that the patient started noticing this on (B)(6) 2019. The patient did not call as they said sometimes if they tried to move the pump it would work. When the patient came in for their regular scheduled pump refill on (B)(6) 2019 there was extreme difficulty interrogating and accessing the pump for refill. It was noted the patient was unable to access the pump with personal therapy manager (ptm) for bolus dose. Fluoroscopy revealed the pump has flipped/was inverted again and was in need of a pocket revision to re-anchor the pump. The pump was repositioned on (B)(6) 2019. The outcome of the event resolved without sequalae on (B)(6) 2019. The patient's weight was (B)(6). The device diagnosis was pump inversion. The event date was (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.